Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a robotic sigmoid colectomy for diverticulitis and the creation of the end-to-end colorectal anastomosis. It was reported that after surgery, the patient experienced a staple line leak and two days later was readmitted for progressive abdominal pain, leukocytosis, and pneumoperitoneum, findings included a large volume of intraperitoneal fluid, pus, and enteric content and complete disruption of the prior colorectal anastomosis, development of a right brachial vein occlusion, abnormal blood work, hernia, bladder wall thickening, weakness, fatigue, nausea, fecal peritonitis, ischemic colon, pleural effusion, peritoneal abscesses with drainage, intra-abdominal fluid collections, adhesions, small bowel enterotomy, dense fibrotic abscess cavity, septic shock, severe protein-calorie malnutrition, acute blood loss anemia, dvt of r axillary vein, hyponatremia, acute kidney injury due to hypotension, postop ileus, acute respiratory failure with hypoxia, severe sepsis, right shoulder pain, inability to walk, aloc (altered level of consciousness), lethargy, unresponsiveness, hypoxic, bacteremia due to enterococcus, functional quadriplegia, labs abnormal for wbc; hemoglobin; hematocrit; albumin; protein; bun; sodium; creatinine; calcium; magnesium; chloride; crp; co2; lactate, free fluid, edema, candida parapsilosis; pseudomonas aeruginosa, diverticulitis, mucosal ulceration, serosal inflammation, left ventricular diastolic dysfunction, transvalvular regurgitation, right arm cephalic vein superficial venous thrombosis, left basilar atelectasis/consolidation, inflamed/necrotic ovary, inflamed fallopian tube, transmural defect, serosal hemorrhage, foreign body reaction, left lung base consolidation, left lung haziness, cerebral atrophy, diarrhea, confusion, hypoalbuminemia, hypernatremia, failure to thrive, metabolic acidosis, body aches, respiratory alkalosis, pressure wound injury, left-shifted myeloid maturation, fistula, loss of appetite, thyroid disease, hypercoagulable state, chronic kidney disease, dehydration, abnormal ECG, uti, lactic acidosis, tachycardia and death. Post-operative patient treatment included extended CT scan, x-ray, hospitalization, ICU, IV fluids, IV antibiotics, pressors, placement of central line, tpn, bowel rest, ot/pt evaluations and treatment, IV lasix, electrolyte repletion, arthrocentesis of r shoulder, placement of blake drain, additional surgeries, exploratory laparotomy, abdominal washout, colostomy, closure of a ventral hernia, thoracentesis for pleural fluid removal, a secondary exploratory laparotomy, abdominal washout, small bowel resection, extensive adhesiolysis, incidental appendectomy, right salpingo-oophorectomy, given red blood cells, medications, hospice care, fluid resuscitation, echocardiogram, IV fluids, abdominal binder, incentive spirometry, heparin infusion, & ECG. Due to her injuries and subsequent sequelae, the patient was placed on hospice care and died on (B)(6), 2022.

Manufacturer narrative:
(Manufacture name), & h6 (patient codes, additional codes, ime e2402: labs abnormal for wbc; hemoglobin; hematocrit; albumin; protein; bun; creatinine; crp; co2; lactate, diverticulitis, left basilar atelectasis/consolidation, left lung base consolidation, left lung haziness, cerebral atrophy, hypoalbuminemia, failure to thrive, metabolic acidosis, left-shifted myeloid maturation, thyroid disease, hypercoagulable state, lactic acidosis, ileus, severe protein-calorie malnutrition, bladder wall thickening, unresponsiveness) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a robotic sigmoid colectomy for diverticulitis and the creation of the end-to-end colorectal anastomosis. It was reported that after surgery, the patient experienced a staple line leak and two days later was readmitted for progressive abdominal pain, leukocytosis, and pneumoperitoneum, findings included a large volume of intraperitoneal fluid, pus, and enteric content and complete disruption of the prior colorectal anastomosis, development of a right brachial vein occlusion, thoracentesis for pleural fluid removal. Post-operative patient treatment included additional surgeries, exploratory laparotomy, abdominal washout, colostomy, closure of a ventral hernia, a secondary exploratory laparotomy, abdominal washout, small bowel resection and hospice care. Due to her injuries and subsequent sequelae, the patient was placed on hospice care and died on (B)(6) 2022.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a robotic sigmoid colectomy for diverticulitis and the creation of the end-to-end colorectal anastomosis. It was reported that after surgery, the patient experienced a staple line leak and two days later was readmitted for progressive abdominal pain, leukocytosis, and pneumoperitoneum, findings included a large volume of intraperitoneal fluid, pus, and enteric content and complete disruption of the prior colorectal anastomosis, development of a right brachial vein occlusion, abnormal blood work, hernia, bladder wall thickening, weakness, fatigue, nausea, fecal peritonitis, ischemic colon, pleural effusion, peritoneal abscesses with drainage, intra-abdominal fluid collections, adhesions, small bowel enterotomy, dense fibrotic abscess cavity, septic shock, severe protein-calorie malnutrition, acute blood loss anemia, dvt of r axillary vein, hyponatremia, acute kidney injury due to hypotension, postop ileus, acute respiratory with hypoxia, severe sepsis, right shoulder pain, inability to walk, aloc (altered level of consciousness), lethargy, unresponsiveness, hypoxic, bacteremia due to enterococcus, functional quadriplegia, and death. Post-operative patient treatment included extended CT scan, x-ray, hospitalization, ICU, IV fluids, IV antibiotics, pressors, placement of central line, tpn, bowel rest, ot/pt evaluations and treatment, IV lasix, electrolyte repletion, arthrocentesis of r shoulder, placement of blake drain, additional surgeries, exploratory laparotomy, abdominal washout, colostomy, closure of a ventral hernia, thoracentesis for pleural fluid removal, a secondary exploratory laparotomy, abdominal washout, small bowel resection, extensive adhesiolysis, incidental appendectomy, right salpingo-oophorectomy, given red blood cells, medications, hospice care, fluid resuscitation. Due to her injuries and subsequent sequelae, the patient was placed on hospice care and died on (B)(6), 2022.

Manufacturer narrative:
Additional info: b2, b5, b6, b7, h6 (patient codes, health impact codes, e2402:abnormal blood work, bladder wall thickening, protein-calorie malnutrition, ileus, hyponatremia). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.